Manufacturer narrative:
Event date: exact date unknown, event occurred from the day of original implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7071205 / 7071263.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent replacement procedure and was doing well postoperatively. MRI compatible ipg implanted/ explanted device were not returned per hospital policy.